Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced a bent cannula event on (B)(6) 2026. Blood glucose level was high at the time of event and patient was treated with insulin pen. No further information available.